Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Manufacturer's investigation conclusion: the reported event of driveline power fault alarm could not be confirmed with the returned modular cable (lot # 9016696). The returned modular cable was operated together with the returned system controller (serial # (B)(6)) and the reported driveline power fault alarm could not be reproduced. The modular cable was tested to evaluate the integrity of its wires, which passed all electrical measurements indicating no damaged underlying wires. The layers of the modular cable were dissected for visual inspection. Each layer and underlying wires appear intact. A root cause of the reported driveline power fault alarm could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook (rev. D) section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient started having a driveline power fault alarm around 11pm while lying in bed with the device on wall power. Log files confirmed driveline power b faults on (B)(6) 2024. The alarm was cleared and further log files showed that the driveline power fault the alarm did not return. The system controller and modular cable were changed out and the driveline connected to patient was cleaned out. There were no obvious signs of corrosion. The log file from the new controller and modular cable confirmed the driveline power fault had not returned. No further alarms were noted.